Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a loose tc01 that was the result of improper welding and created an intermittent contact between cells. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event can be attributed to a soldering defect as a result of improper assembly. An internal investigation has been opened to evaluate these types of issues. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Instructions are provided to always wait until the "ready" light turns on to disconnect the battery from the battery charger. If this is not followed over consecutive charging cycles, the battery capacity display will not function properly and may convey misleading battery capacity. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the battery turns red when plugged into the battery charger. The battery was replaced and the issue was resolved. There was no consequence to the patient. No additional information is available.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. The controller, (B)(6), and batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the devices in relation to the reported event.analysis of (B)(6) revealed that the devices met specifications; the units passed visual examination and functional testing.initially, the complaint had an event date of (B)(6) 2015.upon further review, it was determined that the correct event date is (B)(6) 2015. As a result, the log file analysis was updated and revealed that two vad disconnect alarms occurred on the reported event date of (B)(6) 2015 at 01:59:39 and 02:00:42.prior to the vad disconnect alarm, the controller was connected to (B)(6) on power port 1 with 100% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 25% rsoc. During the vad disconnect alarm at 01:59:39, only one battery, (B)(6), was connected to power port 1 with 99% rsoc.the event files recorded a controller power up at 02:00:33, or a minute after the first vad disconnect alarm. Shortly after, a vad disconnect alarm was logged at 02:00:42 and only had one battery, (B)(6), connected to power port 2 with 24% rsoc. The vad disconnect alarms were the result of a physical disconnection of the driveline cable. The controller power up event was likely due to a double disconnection of both power sources. Log file analysis also revealed premature power switching events involving (B)(6).however, this observation is not related to the reported event. Both batteries, (B)(6), passed visual and functional testing. The most likely root cause of the power switching events can be attributed to a communication error between the controller and batter ies. The manufacturer has an open internal investigation to evaluate the communication errors. The controller did not have the smr upgrade during the event. The most likely root cause of the reported vad stop alarms can be attributed to a physical disconnection of the driveline cable. The batteries, (B)(6), passed functional testing. This is three of four reports (3007042319-2015-01576, 3007042319-2015-01577, 3007042319-2015-01578 and 3007042319-2015-01579) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received sections g1, g4, g7, h2, h3, h6, h7, h9 and h10 have been updated accordingly. Correction: b3, h4, h5. The controller, (B)(6), and batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of (B)(6) revealed that the devices met specifications; the units passed visual examination and functional testing. Initially, the complaint had an event date of 06/24/2015. Upon further review, it was determined that the correct event date is 04/25/2015. As a result, the log file analysis was updated and revealed that two vad disconnect alarms occurred on the reported event date of 04/25/2015 at 01:59:39 and 02:00:42. Prior to the vad disconnect alarm, the controller was connected to (B)(6) on power port 1 with 100% relative state of charge (rsoc) and (B)(6) was connected to power port 2 with 25% rsoc. During the vad disconnect alarm at 01:59:39, only one battery, (B)(6), was connected to power port 1 with 99% rsoc. The event files recorded a controller power up at 02:00:33, or a minute after the first vad disconnect alarm. Shortly after, a vad disconnect alarm was logged at 02:00:42 and only had one battery, (B)(6), connected to power port 2 with 24% rsoc. The vad disconnect alarms were the result of a physical disconnection of the driveline cable. The controller power up event was likely due to a double disconnection of both power sources. Log file analysis also revealed premature power switching events involving (B)(6). However, this observation is not related to the reported event. Both batteries, (B)(6), passed visual and functional testing. The most likely root cause of the power switching events can be attributed to a communication error between the controller and batteries. The manufacturer has an open internal investigation to evaluate the communication errors. The most likely root cause of the reported vad stop alarms can be attributed to a physical disconection of the driveline cable. The batteries, (B)(6), passed functional testing. This is four of four reports (3007042319-2015-01576, 3007042319-2015-01577, 3007042319-2015-01578 and 3007042319-2015-01579) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.